Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava/aorta perforation, stenosis. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. The additional information regarding stenosis does not change the previous investigation results for deep vein thrombosis. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per a report from computed tomography (CT) dated (B)(6) 2007, "multiple bullet fragments are present. They project both within the lung adjacent to the mediastinum and in the soft tissues. An ivc filter is also identified. No dvt is seen. Impression: no CT evidence for pulmonary embolus or deep venous thrombosis...multiple bullet fragments and ivc filter." Per a report from computed tomography (CT) dated (B)(6) 2018, "filter positioning: infrarenal. Filter migration: none. Filter fracture: yes, secondary struts (axial image #65 through 68). Ivc stenosis: yes. Filter tilt: no. Filter penetration: fractures secondary struts extend into the pericaval fat additionally, multiple primary struts extend into the pericaval fat with a posterior strut abutting and osteophyte of the l3 vertebrae (axial image #76). Additionally, an anterior strut abuts, and possibly the left lateral wall of the aorta (axial image #78). Impression: gunther tulip infrarenal ivc filter with fracture of the secondary struts. There is penetration of multiple primary as well as fractured secondary struts extending into the pericaval fat. 2 of the primary struts abut adjacent structures, aorta and vertebra. Suspect aortic perforation."

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated. Fracture and deep vein thrombosis (dvt). Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A follow up report will be submitted should additional information become available.

Event description:
It is alleged that the patient received a gunther tulip ivc filter device on (B)(6) 2004. It is alleged that the device fractured, and the patient was injured without further explanation. Patient alleges deep vein thrombosis.